Manufacturer narrative:
The device history record for the reported lot number: 30252010, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was received with an opened original packaging. A guidewire, extra yellow tubing without markings and the enfit yellow tubing that appeared to have some sort of damage just below the y-connector port. Upon receipt the yellow tubing with the enfit connector port was examined and observed to have splitting just below the y-connector port. The tube was examined under magnification; there was a partial splitting identified below the y-connector. The area where the split located appeared to have jagged appearance. Root cause could not be determined. All information reasonably known as of 14-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "when rinsing the corflo probe (with water), it turned out that there was a crack in the probe, just below the y-point. This made this probe unusable." There was no reported injury.